Event description:
During an initial implant procedure, loss of capture was observed on the right ventricular (rv) lead. The suspected cause of the event is due to helix damage, although not confirmed. A new rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were helix damage and failure to capture. As received, a complete lead was returned in one piece with the helix bent and clogged with blood/tissue. The reported event of helix damage was confirmed. Visual and x-ray examination found the helix was bent consistent with procedural damage the cause of the reported event of helix damage was due to the helix being bent consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.